Manufacturer narrative:
Investigation summary: bd received one sample and three photos for investigation. Evaluation of both indicated the presence of foreign material inside the tube. A total of 100 retained samples were visually inspected, and no foreign material was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes, a white foreign body with a rigid appearance was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes, a white foreign body with a rigid appearance was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following was updated due to a corrections in the investigation summary investigation summary: bd received one sample and three photos for investigation. Evaluation of both indicated the presence of foreign material(fm)inside the tube at initial review. The returned sample underwent ftir (fourier transform infrared) testing to determine the type of fm. The testing concluded to be k2edta additive. A total of 100 retained samples were visually inspected, and no foreign material or additive abnormalities were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for an additive abnormality. This complaint is not confirmed for foreign matter, no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.